Manufacturer narrative:
The motor error alarm occurred during the basic occlusion test and the device was unable to prime during the priming test due to protruded/loose drive support disk. The insulin pump was unable to perform the occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call motor error alarm on the insulin pump, cosmetic damage and prime anomaly. Customer's blood glucose level was 297 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised during a bolus attempt they received the motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.